Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a type 2 endoleak using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil through the lantern, the physician experienced resistance. Subsequently, the physician kinked the pusher assembly of the ruby coil and the coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil were removed together. The procedure was completed using another ruby coil and a new lantern. There was no report of an adverse effect to the patient.